Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to infection.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.